Event description:
It was reported that approximately three weeks following a right-sided initial hemiarthroplasty, the patient died due to unspecified causes. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10 - associated medical devices: ringloc bi-polar 28x45mm; item# 11-165214; lot# 208430, 28mm mod hd std neck tp1 taper; item# 163662; lot# 64850323. G2 - foreign: the netherlands. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k050441. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.